Manufacturer narrative:
The product was not returned for analysis. This photograph is of what appears to be a pciol visible through a dilated round pupil at high magnification. Anterior iol surface opacification is visible superiorly and inferiorly with moderate density. There are strands of opacification that extend centrally and may be within the visual axis the appearance of these opacities likely represents lens epithelial cell on-growth (lecog). The above findings likely demonstrate lens epithelial on-growth (lecog). It is reasonable to conclude that the decrease in visual acuity is a result of the opacification on the anterior lens. No root cause of the anterior capsule on-growth can be ascertained from the image. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after implantation of intraocular lens, the patient's visual acuity was measured in june after surgery, the visual acuity was not good. Non-inflammatory cells were adhered on front of iol over almost the entire circumference of the iol. Yag capsulotomy was performed. Additional information was requested and received stating the patient had residual astigmatism though toric iol was implanted. The physician considered that this symptom was from lens epithelial cells after receiving the information that this cases were similar to lens epithelial cell on-growth (lecog). In additional, the physician suspected that this symptom might be related with trabeculectomy 30 years ago (inflammatory response). There are two medical device reports associated with this patient. This report is associated with the right eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).